Event description:
It was reported that the right ventricular lead exhibited a decrease in r-wave amplitudes. The lead will be monitored. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.